Event description:
The customer reported that during use of this ablator in a shoulder arthroscopy, the ceramic tip broke off in the patient's joint and was retrieved without injury to the patient or significant surgical delay.

Manufacturer narrative:
Investigation results: an investigation of this device was unable to be performed as it was discarded by the user facility. A review of the device history record for this lot number found no discrepancies. The user reported that the generator settings at the time of this event were cut 25 watts and coag 25 watts. The instructions for use provides the following information: use only within prescribed generator setting ranges. High power generator settings may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. A maximum setting of 40 watts should be used. Adjust es generator settings according to the following: tissue ablation 20-40 watts in "coag" mode and coagulation of soft tissue 20-40 watts in "cut" mode.